Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (1) used 32gx4mm bd pen needle without a tear drop label attached. Consumer reported needle clog during injection. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. The broken npe cannula would be the cause for no flow through the pen needle, hence, the customer would think that the pen needle was clogged (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannula was broken after the user handled the pen needle. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported needle clog during the injection. The consumer does not prime.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported needle clog during the injection. The consumer does not prime.